Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported by a sales representative that during a rotator cuff repair procedure on (B)(6) 2023, the surgeon attempted to implant (2) ar-1927bcf-3 biocomposite corkscrew ft anchors. During insertion, both anchors crumbled. All broken fragments were retrieved, and the case was completed using additional anchors. The case was delayed about thirty minutes; however, the sales representative does not know if additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.